Manufacturer narrative:
Investigation results were made available. DHR review: ref#: 14.32.07-20 lot#: 2335240. Yield: 60. Delivered: 60. Scrapped: 0. No ncr was found. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: 34.00.09-190 lot#: 2341851. Yield: 25. Delivered: 25. Scrapped: 0. No ncr was found. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: medical : revision due to wear. Event description: it was reported that after two dislocations event (where they were solved by closed reduction) patient underwent a revision surgery on the (B)(6) 2018 due to excessive wear of the inlay and intraoperative it has been discovered that the inlay is fractured and there is also a fracture of the tension-ring. The inlay and cup were exchanged in this process the head also had to be exchanged due to it not perfectly fitting with the new inlay and cup (an outward rotation leads to a slight levering of the prosthesis). Therefore a 32xl biolox option was instead implanted. The levering effect has been fully removed and the prosthesis shows a significant improvement in the stability as with the l-head. Histological findings with samples taken from the (B)(6) 2018 (date of revision surgery) confirm metal- and polyethylene wear. Review of received data: no x-rays belonging to the time period of the complaint were received. Review of the medical records identified the following : patient underwent a left total hip arthroplasty in 2006. A zimmer trilogy xlpe liner, trabecular metal shell, wagner stem and a cocr femoral head were implanted. Doctor visit dated march 12, 2018: patient visited the surgeon due to dislocation that occurred after a trauma during hiking. Patient was symptom free after closed reduction but remained unsettled. X-rays identified compared to previous x-rays unchanged decentering of head during wear of the pe. Heterotopic ossification. Misalignment of the acetabular component, with limb displacement, reduction in offset. Doctor suggests to choose inlay / cup change during op. Doctor letter dated (B)(6) 2018: patient experienced a traumatic hip prosthesis dislocation on a trekking holiday in peru. This happened in the mountains during in a wrong move, sitting on the ground. The hip in the hospital after a long operation under narcosis could be reduced. The local doctor recommended limiting the hip flexion to about 90°, which the patient complied with. A report from there is not available. At the follow-up inspection, the surgeon advised her to change the inlays, and in the case of radiological misalignment of the acetabular component in direction with leg, reduction of the offset, and insufficient anteversion the surgeon advises a cup change. Patient is very unsure about the operation and this proposal and now wishes a second opinion. Doctor visit dated (B)(6) 2018: pelvic overview / hip left axial: decentered prosthesis head with consumption of polyethylene. Small lysis in the proximal / dorsal stem area of the prosthesis. Heterotopic ossifications. As a nextstep MRI scan of the left hip to see what the muscular conditions are and also whether a pseudotumor has formed is suggested. Revision notes dated (B)(6) 2018: diagnose: massive polyethylene abrasion in left hip as well as intraoperative breakage of the polyethylene and fracture of the chip holder in status after hip prosthesis implantation left 2006 in ltaly. Patient had a dislocation in 2007 during yoga. Patient was indicated for revision due to liner wear and underwent a revision procedure on (B)(6) 2018. During the procedure, blackish tinged effusion with pseudotumor was observed and dissected. Heterotopic ossifications and scar tissue were removed from within the acetabulum. The liner was broken into pieces and the rim/bridge that holds the locking ring was fractured. The cup, liner and head were removed. An allofit metalback 52mm with durasal liner 32mm and a biolox option head were implanted. There was no evidence of infection. No abnormalities observed about the stem and head. Histological findings with samples taken from the (B)(6) 2018 (date of revision surgery) confirm metal- and polyethylene wear. The patient was involved in a car-accident at the age of 5, whereby she had a femur fracture and since then has a difference between the length of her legs. Her left leg has always been longer by about 5mm. Implant stickers belonging to the primary surgery is received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical technique is not reviewed as no primary surgery report is received to compare whether the st was followed or not. Conclusion summary: according the event patient underwent revision surgery due to wear where the head, liner and cup were revised. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). The most likely reason of the final failure is wearing of the liner after potential dislocation of the liner during the first dislocation event. Second dislocation event might have contributed to the dislocation of the liner even more. Wearing of the pe is confirmed by the x-ray reports and subsequent wear of metal head could be due to contact with the metallic shell. Based on the given information the complaint could be confirmed, however, no exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Concomitant medical products: - item# 340009190, lot# 2341851, cone prosthesis 19 12/14; - item# 00632004832, lot# 60477704, liner 20 degree elevated rim 32 mm i.d.; - item# 00620204820, lot# 60518416, shell porous with multi holes 48 mm. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k993259. Surgical report was received and will be reviewed as part of ongoing investigation. Where lot numbers were received for the device(s), the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately twelve years post implantation due to excessive wear of the inlay. Attempts to obtain additional information have been made; however, no more is available.